Manufacturer narrative:
A philips field service engineer (fse) exchanged the customer's defective device. The fse confirmed after a network connection and functionality testing the exchanged device was ready for use. Diagnostic/functional testing was performed at the philips authorized repair facility for the defective device. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed.

Event description:
Philips received a complaint on the intellivue mx40 2.4ghz monitor indicating the system display a speaker malfunction fault and has no sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6).